Event description:
During the review of wadiana logs received from the customer as part of (B)(4) product notification review of previously reported results on the ortho provue analyzer , the following incident was identified. This incident was related to failure to dispense plasma following a cancelled microtube per (B)(4) cancelled microtubes using software version 3.1 on the ortho provue analyzer. The concern related to the crossmatch-iat test. Event occurred on (B)(6) 2010 at 2:00pm to batch 518. Provue failed to deliver patient plasma into the microwell # 3 to the mts anti-igg gel card (barcode # (B)(4)) for the ahg crossmatch to sample (B)(4) (position #4 on the carousel) to donor (B)(4). Provue had resulted the test with a negative result.

Manufacturer narrative:
Incident was identified during a review of the customer's files.(B)(4).